Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter, product ID: neu_ptm_prog. Product type: programmer, patient. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (concentration and dose unknown by the reporter) via an implantable pump. The indication for use was non-malignant pain and post lumbar laminectomy syndrome. The patient's history included pain since 2002 (with three fender benders and a blown out disc). On (B)(6) 2015 it was reported that the on (B)(6) 2015 the patient's pain pattern changed; her pain returned. She gave herself a boost in the morning and a boost at night with her ptm (personal therapy manager). This past weekend she lost her ptm. 09/15/2015- additional information was received from a consumer indicated the patient's pain pump was replaced to resolve the increased pain.